Manufacturer narrative:
The baxter technician found that the solenoid valve needed to be replaced. Per the baxter service manual the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 14, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the valve to resolve the reported event. Based on this information, no further action is required.

Event description:
On 20-nov-2025, a customer contacted technical service to report that total care frame (product code p1900n006970, serial number (B)(6), had the head of the bed unable to raise. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.